Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 99mg/dl. Troubleshooting was performed. Ran a displacement test and failed. The customer stated that the device was exposed to an echogram.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.